Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device made a ¿noise¿, displayed ¿depleted battery,¿ and powered off without sounding an audible alarm tone. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.